Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately compared to his feelings/ normal blood glucose result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1132am. The patient reported a blood glucose of '83 mg/dl' with the subject meter. The patient manages his diabetes with insulin through pump therapy. It is not known if the patient made changes to his usual diabetes management routine at the time of the alleged issue. Shortly after, the patient claims he felt 'weird,' made unusual gestures and was mumbling. Emergency medical services (ems) was contacted and the patient obtained a blood glucose result of '31 mg/dl' with the ems meter. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient reportedly obtained a blood glucose result of '31 mg/dl' with the ems meter and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.